Manufacturer narrative:
The stent remains implanted in the patient. A review of the lot history record (lhr) indicates that there are no non-conformances issued to this lot and that this device met its pre-determined specifications. Stent thrombosis and death are labeled in the instructions for use as possible adverse events. Causes of stent thrombosis can be multi-factorial and can include patient characteristics (advanced age, acute coronary syndrome (especially stemi on presentation), and comorbidities; not responsive to the antiplatelet therapy; use of multiple stents, vessel morphology; slow flow thrombogenic vessels; increase in stent surface reactivity; stent thrombogenic for patient; stent heated excessively by magnetic field; degradation of expired pzf coating; stent expanded beyond design intent; stent overstressed leading to fracture, and / or stent under under-expansion. In this case, the two implanted non-celonova stents at proximal and distal lad, reported patient comorbidities, advance age, initial presentation of stemi (with thrombus/plaque rupture with thrombus overburden), and inadequate response to platelet therapy are the most likely contributing factors to the reported event. The investigator indicated that the adverse event is not related to the cobra device or the index procedure. Per the sponsor, as the physician reported initial plaque rupture and inability to recover the lad, it seems that the thrombus overburden was too high, which that led to timi 0 (occlusion) in spite of the angioplasty of the whole lad. Thus, the sponsor agrees with the investigator; the event is unrelated to the cobra device or index procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design, or labeling; there is no evidence of a device deficiency. Aware date note: aware date note: celonova biosciences was initially made aware of this event on (B)(6) 2018; as this event had occurred prior to u.s. Product approval, it was not reported at that time. Per celonova biosciences management review of complaints, it was determined by management ((B)(6) 2018) that the event should be conservatively reported."

Event description:
On 14 aug 2016, an (B)(6) female patient with dementia presented with st-elevated myocardial infarction (stemi). Coronary angiography showed significant (70-90%) lesion type b1 at the ostium of left anterior descending (lad) coronary artery, subocclusive (90-99%) stenosis in distal lad, and subocclusive (90-99%) stenosis in the proximal rca. Three stents were implanted in the lad, as follows: a 2.75x15mm cobra was placed at the lad ostium, then two rebel (non-celonova) stents were deployed (a 2.25x16mm was placed in the distal lad and a 2.25x8mm was placed at the proximal lad). A little slow flow, likely due to embolic projection, was still noted, but patient cardiac symptoms resolved. While hospitalized, her chest pain returned without ECG changes. Echocardiography showed 45% ejection fraction with akinesia of the apex. The daily progress and treatment tolerance were favorable until (B)(6) 2016 at 11pm, where the patient went into cardiogenic shock with complete av block, and recurrent anterior mi, followed by cardiopulmonary arrest. She was intubated and given cardiac massage and adrenaline, which led to recovery of heart rate. In the cath lab, coronary angiograph confirmed lad thrombosis and showed acute occlusion at the ostium of proximal lad and subocclusive (90-99%) stenosis at the proximal rca. After pre-dilation of the mid lad, a 2.5x30 mm cobra pzf stent was deployed in the mid lad successfully, however, timi flow remained 0 in spite of several balloon angioplasty throughout the whole lad. The proximal rca lesion was revascularized with a 2.5x12 mm cobra pzf stent without pre-dilation. As a last aid, a cardiac pacing catheter was placed, however, the patient died few minutes later on (B)(6) 2016 despite active treatment and resuscitation. Per the investigator, the adverse event was not related to the cobra device or the procedure. No additional information was provided.